Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Although a specific cause could not be determined, based on the risk document a potential root cause for this event could be "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the ureteral stent was ruptured before use. The surgery time was prolonged and surgery schedule by health care professional was affected. Per investigator notification received on 05may2023, it was stated that a guidewire was returned.

Event description:
It was reported that the ureteral stent was ruptured before use. The surgery time was prolonged and surgery schedule by health care professional was affected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.